Manufacturer narrative:
On 22-apr-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and after the procedure, the doctor noticed some charring above the electrode. The char was between tip electrode and electrode 2 at the plastic ring separating the electrodes. The system did not present any error messages or product problems. There were no issues related to temperature and flow on the catheter. The generator parameters were the following: qmode+, 90w, temperaure target of 55°c, and temperature cut off of 65°c. The patient was anticoagulated with an activated clotting time (act) > 300 that was maintained throughout the case. The correct catheter and generator settings were selected. The procedure was completed without any patient consequences.

Manufacturer narrative:
On 3-jul-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and after the procedure, the doctor noticed some charring above the electrode. The char was between tip electrode and electrode 2 at the plastic ring separating the electrodes. The system did not present any error messages or product problems. There were no issues related to temperature and flow on the catheter. The generator parameters were the following: qmode+, 90w, temperature target of 55°c, and temperature cut off of 65°c. The patient was anticoagulated with an activated clotting time (act) > 300 that was maintained throughout the case. The correct catheter and generator settings were selected. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. The device was sent to the irvine facility for further analysis related to the char formation and from the same site (segeberger kliniken gmbh). When concluded the special investigation, the device was returned to the laboratory and additional testing was performed. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. During the special investigation it was identified char residues located at the bottom of the dome in the transition between the dome and the first ring. In addition, a microscopic inspection of the dome was performed and some irrigation holes were observed occluded with a dry reddish material. Additionally, it was identified insufficient polyurethane (pu) at the bottom of the dome in the transition between the dome and the first ring. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregularly through the irrigation holes. Furthermore, a sem test was performed to identify the foreign material inside the irrigation hole. It was identified that the occlusion is composed of an inorganic material. Due to the occlusion in the irrigation holes, excess heat could be generated at the dome surface; which could cause an increase in the temperature and the presence of char residues in this area. A manufacturing record evaluation was performed for the finished device number lot 31422744l and no internal action related to the complaint was found during the review. The char issue reported by the customer was confirmed. The root cause of the occlusion and the insufficient pu is traced to the manufacturing process. The insufficient pu issue identified during the investigation is unrelated to the event described by the customer. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf (radiofrequency) application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. An internal action is being followed to reduce these failures mode. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).